Event description:
Information received by medtronic indicated that insulin pump had battery failed alarm. Advised customer to remove aa battery from the pump and hold back button until the screen turns off. Advised to wait at least 60 seconds and then insert a new aa battery. Customer still received battery failed alarm. No harm requiring medical intervention reported. The device will be retuned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer : black. Customer returned pump for alleged pump wont accept batteries after a pump hitting a concreate floor found on (B)(6) 2022. Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test, download the pump using thump, or verify battery failed alarms due to blank display. The pump was cut open to perform a visual inspection. No moisture damage or damage was found on electrical board 2, the motor, or force sensor however, found the connector of electrical board 1 broken off and stuck inside of the connector of electrical board 2 which caused the blank display. A test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during physical inspection: scratched case, stained keypad overlay, and pillowing keypad overlay. Blank display is confirmed due to the connector of electrical board 1 broken off and stuck inside of the connector of electrical board 2. Unable to download is confirmed and battery failed (failed batt test) alarms are unknown due to blank display. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.